Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic with a device that showed non-sustained lead noise due to intermittent p-wave oversensing. Myopotential oversensing was also noted and was reproduced with deep breaths in the clinic. The device was reprogrammed. The patient will continue to be monitored closely.